Manufacturer narrative:
Customer reports: dose dial is slipping/misaligned. Per visual inspection: injection foot is missing. Front cap does not stay attached. No physical damage to cartridge holder or inpen back shell was noted. Cartridge holder locks properly in place. Unit paired successfully to commercial app. Inpen failed dialing alignment. The zero-dash mark dose not align in the gage window when dialed to 16u. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to snap arm being cracked / broken. In conclusion: inpen failed dialing alignment inspection. Therefore, dial mis-alignment was confirmed. Cap anomaly was confirmed. Injection foot damage was confirmed due to missing injection foot. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported hyperglycemia treated with manual injection/insulin pen, the dial a dose, and the dose button is slipping. The customer has stated the dial slip is greater than 1.0 units. Troubleshooting was performed and found that the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue to use the device and the inpen will be returned for analysis.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section b5, h1( type of reportable) and h6( hecc,heic) with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5, h1( type of reportable) and h6( hecc,heic) with this report.

Event description:
As per corrections requested by medical safety case severity changed from malfunction to serious injury due to hyperglycemia complaint.